Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a female pt, age and initials not provided. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) at 2 ml, weekly, in an unspecified location. The lot number for synvisc was not provided. Later, the pt experienced joint fluid retention. The action taken with synvisc treatment was not provided. The outcome and intensity of the event was not provided. Relevant concomitant medications were not provided. The reporting physician did not provide the relationship between synvisc and the event. Add'l info was received on (B)(6) 2012 from the physician which upgraded the case to serious due to administration of corticosteroid (intervention). The pt was a (B)(6) female with initials, (B)(6). Her medical history was significant for arteriosclerosis obliteration. On (B)(6) 2012, the pt initiated treatment with synvisc injection. On (B)(6) 2012, the pt experienced joint fluid retention. On (B)(6) 2012, the pt received second synvisc injection. On an unspecified date, arthrocentesis was performed and she received treatment with triamcinolone and mepivacaine. On (B)(6) 2012, the event of joint fluid retention resolved. Relevant concomitant medications reported include celecoxib and ketoprofen. The reporting physician assessed the relationship between synvisc and the event as possible.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.